Manufacturer narrative:
(B)(4). Date sent 5/16/2024. D4 batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is your date of birth? Has the patient gone under any allergy testing¿s? If so, can you please share the results at (B)(6). Do you know the exact product code that was used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a spinal procedure the surgeon used ethicon proximate stainless steel staples on levels t4-12. The patient was on steroids for first 6 days, for her spinal injury but when the steroids were discontinued, she developed a rash and itching around the incision site. Since then, the rash has spread to include her whole back. Patient has a cobalt allergy.